Manufacturer narrative:
Received: two (2) new. List #011-0p415-01, single transpac® monitoring kit w/ safeset¿ reservoir, 3 way stopcock and 1 blood sampling port; lot #10240817. One (1) opened/unused. List #011-0p415-01, single transpac® monitoring kit w/ safeset¿ reservoir, 3 way stopcock and 1 blood sampling port; lot #10240817. A photo was also provided of the leakage of blood when using an arterial pressure measurement set. The reported complaint of leakage was not confirmed on the returned sets. An image was provided by the customer showing the assumed area of the defect. No visual anomalies were observed on all the three (3) returned samples. When all the three (3) returned samples were primed and pressure leak tested individually, no leaks were observed on all the three (3) returned samples. The product had performed per the specifications. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 4/19/2024.

Event description:
The event involved a single transpac® monitoring kit w/ safeset¿ reservoir, 3-way stopcock and 1 blood sampling port where leakage was reported. The reporter stated that leakage of blood was detected when using an arterial pressure measurement set. It was indicated that the leak was at the three-way tap itself (and not at a connection point), so no securing was necessary before commissioning. The line was replaced with no additional issues. No blood loss reported and no delay in therapy. There was patient involvement however, no adverse events or human harm.

Manufacturer narrative:
The device is not available for investigation; however, sister samples are available but have not yet been received. A photo was provided from the customer. Investigation is pending.